Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "code #4 message. The customer reported that this problem has occurred intermittently since april. Therapy was continued. No pt injury was reported.